Manufacturer narrative:
Investigation was limited to the information provided in the maude report and a review of invoice history which confirmed a procedure where biomet components were implanted. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Date of event - unknown. Date of revision procedure was not reported and review of invoice history could not confirm revision procedure. Date explanted - unknown. Date of revision procedure was not reported and review of invoice history could not confirm revision procedure. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2011-00885 / 00887). (B)(4).

Event description:
Information indicates that patient underwent total hip arthroplasty on (B)(6) 2003 and that a subsequent revision procedure was performed due to pain and squeaking. Review of invoice history revealed biomet components were implanted on (B)(6) 2007; however, review of invoice history could not confirm a revision procedure. Details regarding the revision procedure, including date of revision, were not provided.